Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the buttons on the device would not work. The procedure was completed with another device. There was no pt consequence.